Event description:
It was reported that during evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:21:30. During night drain cycle 13, the patient's ultrafiltration reading was 2316ml, indicating the home patient (hp) drained 1716ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total uf removal set too low. If additional relevant information is received, a follow-up will be sent. Homechoice and homechoice pro apd systems patient at-home guide. Section 9 "operating instructions - change program" states this warning in table 9-7 on page 9-21 "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an increased intraperitoneal volume (iipv) situation." Page 9-22 states "seventy percent (70%) of your normal night uf is a good starting point for determining your optimum total uf."